Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the left ventricle (lv) lead was unable to be implanted. The lv lead was not used. There were no patient consequences.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned for analysis. The lead was measured, and it was within product specification. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: the correct data in field e2, e3, and e4 should have been "yes, physician, and no information", rather than "no, non-hcp, no".

Event description:
New information notes that the physician has opted for a left bundle branch area pacing lead to replace the left ventricle lead.